Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker device battery longevity was decreasing faster than expected. A request was made to have data from this device analyzed. A review of device data by boston scientific engineering determined that the increase in battery power consumption is due to high atrial rate sensing attributed to the onset of the patients persistent atrial fibrillation (af). Boston scientific technical services provided the analysis information to the healthcare provider (hcp). The device remains in-service. No patient symptoms or adverse patient effects were reported.